Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Occupation: non-healthcare professional . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) regarding a patient who has an external neurostimulator (ens) for non-obstructive urinary retention. The patient reported that he was in the hospital with a foley catheter, and was no longer tracking his data. On (B)(6), the patient reported that he had been released from the hospital with a foley catheter. On (B)(6), the hcp reported that catheterization has been chronic for the patient. The hcp stated that it was unknown at that time if the patient¿s retention had resolved. The hcp reported that the patient had been admitted to the hospital three times. On (B)(6), the hcp reported that the patient was hospitalized on (B)(6) 2018 and (B)(6) 2018, and these hospitalizations were due to other health issues that were unrelated to the stimulator/device. However, the hcp stated that on (B)(6) 2018, the patient was hospitalized due to an interstim lead removal. The hcp stated that the cause of the lead being removed was due to other poorly controlled health issues that were unrelated to the stimulator. The hcp noted that the patient¿s weight at the time of lead removal was 107 pounds. It was noted that the trial started on (B)(6) 2018. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's healthcare provider (hcp) indicated that the patient's hospitalizations were not related to the device or therapy. There were no further complication reported or anticipated.